Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The device manufacturer date is not available as the lot number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when advancing the intraocular lens (iol), the cartridge cracked. The cartridge was thrown out by the account. No patient contact reported. Additional communication on (B)(6) 2015 confirmed the cartridge was discarded. No further information is available.